Event description:
The customer reported to olympus, that the evis exera iii video system center displayed scope communication errors (b30 and e216). The issue occurred during preparation for use. The intended diagnostic procedure was completed; however, it is unknown if the device was replaced or with the same equipment. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
Additional follow up with the customer reported that the issue was resolved, and the device was working. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the correct serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.